Event description:
Customer reported a scratched touchscreen on their pump. The issue affected the customer's ability to interact with the pump and read the screen. There was no adverse impact to the customer¿s blood glucose level. Customer technical support (cts) consulted with the customer support associate (csa) and confirmed that a replacement pump was necessary due to the damaged screen. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.